Event description:
Unicortical screw was explanted.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Physician indicated device functioned as expected. Review of mfg records demonstrates that all materials met release criteria.